Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced unknown but ongoing wound issues from time of implant. Approximately four months after implant the patient developed infection with serratia marcescens identified from wound swab. The patient received antibiotics and the implantable pulse generator (ipg), lead, and antibacterial envelope were explanted. No further patient complications have been reported as a result of this event.